Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shut down for 12 hours. Sometimes it will display words and sometimes it won't, it takes 15 minutes to calibrate. The insulin pump shut down without notification with no warning. The customer had to pressed buttons 3-4 times to get display to come up. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.